Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer mentioned that he was adjusting the regulator band it would not regulate. It was not adjusted enough. When he got it to adjust it seemed that the pressure out of the wall was very high in the 60psi range. The technical support advised to verify it first since the psi out of the wall is usually 50. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was having issue with oxygen high inlet pressure. At this time, there is no information regarding patient involvement associated with the reported event.